Manufacturer narrative:
The device was received and inspected by cardinal health. Visual inspection of the device showed that the advancer tube was on the catheter and was engaged to the distal tamp lock as received. The sealant was not returned. The device was received with the procedural sheath pulled back against the shuttle hub and the shuttle was engaged to the handle. Based on the information provided, the engagement of the advancer tube to the tamp lock could be due to user manipulation after use of the device. The tamp locks, catheter, procedural sheath and advancer tube were inspected for anomalies that may have caused the reported event. No anomalies were observed. The review of the lhr (f1519602) indicated that the mynx device lot met all established performance criteria prior to shipment. There were no ncmrs related to this issue. Based on the information provided and the investigation performed, the reported event may have been caused by an incomplete engagement of the advancer tube during the procedure. If the green shuttle is not advanced until resistance is felt (or a definitive stop per the mynxgrip instructions for use (IFU)), the advancer tube will not be engaged to the proximal tamp lock. This will cause the advancer tube and sealant to follow the shuttle cartridge back out of the tissue tract during retraction step, resulting in the device failing to deploy. However, based on the information reported, it cannot be conclusively determined why the shuttle down step could not be completed, and also the reported event could not be confirmed as the advancer tube was present as received. Should additional relevant information become available, a supplemental medwatch will be filed.

Event description:
It was reported that during the deployment of the mynxgrip device, it was noted that the advancer tube was missing after an attempt to deliver the sealant. The device was being used with a 6f procedural sheath for arterial closure following a diagnostic procedure. During the deployment of the device, the operator shuttled down completely in an attempt to deliver the sealant and pulled back the sheath as per recommendations; however, it was noted that the sealant never deployed to the vessel and the "tamper" (advancer tube) never came out of the "black sealant sheath" (shuttle tube). The stopcock was opened on the procedural sheath prior to shuttling down. Significant resistance was not felt when shuttling down. It is unknown whether or not excessive force was applied during shuttle down. Unusual force was applied when the sheath was retracted. Once the "white shuttle" (advancer tube) was noted to be missing, the procedure was aborted. Fragments of the sealant were left inside of the patient's tissue tract; however, some of the sealant was extracted during manual compression. Manual compression was carried out for greater than 30 minutes and a femostop was then placed for more than 30 minutes to achieve hemostasis. There were no kinks noted in the sheath or device after removal. The patient's hospitalization was prolonged as a result of the event. The patient experienced significant pain as a result of a hemoband which was placed on the patient. Morphine was given to control the pain. Additional information was requested but was unknown.